Event description:
Onyx frontier medtronic coronary stent 2.5x15mm was successfully deployed in patient. Upon removing the delivery system from the patient, the balloon rail broke at the section where the shaft is joined to the balloon rail. The rail broke when removing the guide and system from the sheath. No retained pieces. No patient harm.